Event description:
It was initially reported in clinic notes that the pt was diagnosed with obstructive sleep apnea in (B)(6) 2010. The pt was prescribed the use of a CPAP machine which they often are not complainant with. Follow-up with the physician¿s office did not provide any additional information. They were unsure if the sleep apnea was related to vns, but suspected it was not as the generator was at or near end of service when they were diagnosed.